Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2015 and no other similar event has been reported, neither concerning trend has been identified. Based on the available information and taking into account the review of similar events, the most likely root cause of the reported issue is caused by water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase (causes related to environmental conditions) with the possible contribution of the disinfection procedure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report

Manufacturer narrative:
A.1: a.5: there was no patient involvement. G.5: the heater, cooler 16-02-80 is not distributed in the USA and it is similar to heater,cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6) belgium. Through follow-up communication, livanova learned that machine gave error 08 when switched on. Field service engineer opened the unit to check if pump could rotate freely and found out that mixer motor was completely jammed. In order to solve the issue patient bridge was dismantled and a new stirrer motor was installed. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Deep dive inspection of the replaced mixer motor highlighted that ball bearings were stuck and rusted. Therefore, due to observed bearings condition, motor reasonably started drawing too much current at start-up and thus resulted into error message occurrence. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message related to stirring mechanism, found blocked during maintenance activity. There was no patient involvement.